Event description:
Pt underwent a left total knee arthroplasty during 1994 at another facility. He presented with complaints of pain in the knee and reported that he felt like the knee had not done very well. He reported swelling of the knee and that he was a minimal ambulator. Even when the pt sat in a chair, he reported that knee pain was present. Radiographs of the knee were taken prior to admission of the pt to the hospital which revealed some loosening. There was also noted to be a very thin poly which may have indicated that he had worn through the tibial component. Intraoperatively, the tibial component was found to be loose. The polyethelene had some delamination with some flaking of the polyethelene into the knee joint. The knee components were removed and replaced.